Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer saw foam coming out of the cartridge prior to injecting it with insulin. Customer's blood glucose level was 148 mg/dl. A cartridge change was performed resolving the issue.